Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that an unresolved high-pressure alarm had occurred. The port had been flushed, and the nurse had stated that there had been no concerns with the port. The pump had been restarted, but the high-pressure alarm had returned. The nurse had confirmed that all clamps had been open, and no other occlusions had been noted. The event occurred while in use with a patient at the patient's home. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.